Event description:
The customer reported that their battery packs are depleted but expiration date shows (B)(6)2024. The aeds and battery packs were not with the customer at time of call. No device information was provided. The reported event did not occur during patient use.

Manufacturer narrative:
The customer reported that they have battery packs that are depleted but expiration date shows oct 2024. The aeds and battery packs not with customer at time of call; the maintenance schedule is not known. No additional information is available at this time to further investigate. The IFU states: improper maintenance can cause the defibtech ddu series aeds not to function. Maintain the AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. This device is used for treatment, not diagnosis. Should additional information become available a follow-up MDR shall be submitted.